Event description:
Echelon 3000 stapler 45mm was not working. After placing the battery it made a small noise and the tech took the battery out and retried and it made another small noise. Did not seem to be functioning and the surgeon did not want to use it. Another one was obtained and that one worked great. The one that did not work properly was put back in the box and saved.